Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through field clinical specialist it was learned that a 27mm unknown valve, implanted in aortic position, was explanted after an implant duration of 6 years, 10 months due to unknown reasons. The explanted valve was replaced with an unknown valve.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the device serial number was not provided. Based on the information available, a definitive root cause cannot be conclusively determined.